Manufacturer narrative:
UDI: (B)(4). The serial number was unknown. The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lab demonstration, it was observed that the motor device turned on multiple times when not on cut mode when the system was powered down, powered up and during calibration. According to the reporter, the only way to make it stop was to unplug it from the system. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.